Manufacturer narrative:
Medical devices cont: 407652 lead, implanted (B)(6) 2007 638bl26 heart band, implanted (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.